Manufacturer narrative:
Manufacturing records could not be reviewed as lot numbers were unknown. From the available information, it is unknown how the l2 pedicles were fractured. Since this event occurred about two months post-operatively, it is possible that post-operative patient activities, dynamic motion, and/or patient's bone quality could have caused pedicles to fracture. The fracturing of the pedicles could have created unanticipated motion/force in the caudal most level of the construct, which may have surpassed the capture load of the screw, causing the set screw to loosen and rod to slip. However, since the implants were unavailable, a root cause cannot be determined conclusively.

Event description:
Physician reported that a set screw backed-out, loosened or disengaged approximately1-3 months postoperatively. Revision surgery has occurred.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 01.15.2019 it was reported to k2m, inc. That a screw was backed-out, loosened or disengaged approximately 1-3 months post-operatively. The patient was revised on (B)(6) 2018.